Event description:
The user facility reported that the tr band 2 involved was placed properly; however, a hematoma occurred. There was no medical or surgical intervention required. The patient was in stable condition. The blood loss was less than 250cc's. Additional information was received on 20 apr 2023: no failure in the actual device was observed. The patient developed a hematoma in recovery, post procedure. The device was not manipulated before use in any way, pre-use, or during storage. The product was stored in the storage room. The devices did come into contact with the patient and was used for hemostasis. No issues were encountered during use with the devices. The balloons were able to be inflated by the health care professional (hcp). Hemostasis was achieved by the device. The procedure was completed, and the bleeding was stopped; however, hematomas were present. Additional information was received on (B)(6) 2023: no medical intervention was needed for the hematoma. Additional information was received on (B)(6) 2023: it was reported that the device was not keeping sufficient pressure on the access site to keep from causing a hematoma. 18 ml's of air was removed, one every second, until flash of blood was seen, then put 2 ml's back in.

Manufacturer narrative:
The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for loss of pressure. Without a sample, the exact root cause cannot be determined. It is unknown the loss in pressure the user experienced. It is possible the band was not applied correctly initially and led to a loss in pressure. It is unlikely the loss in pressure is a device issue as the same device was used to achieve hemostasis and no failure was noticed on the device. Review of device history record (DHR) cannot be completed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).